Event description:
The customer reported the subject device had a perforated sheathing and poor angles. The device was returned for repair. The light guide lens was found dirty and this is a reportable event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center evaluated the device and found: deformed elevator channel plug, scratched grip, knobs, and switch box. Forceps channel port deformed, control unit shaved, suction cover cracked, connector discolored, suction connector and plate corroded, pinhole on bending cover rubber, channel cover scratched, distal end has burr, objective lens scratched, adhesives around objective lens has white cloudy area, and the universal cord and connecting tube has coating peeling. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was found that physical stress generated gap at the lg lens glue and dirt entered from there. Moisture invaded on the device from leaking point, which corroded components inside the lg lens and corrosion product was left as dirt. The instruction manual identifies the following related verbiage which may help prevent the phenomenon: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ IFU(reprocessing manual): ¿be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions.¿ olympus will continue to monitor field performance for this device.